Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the sponge was missing a chip for detection. At the conclusion of the case the or team was counting and trying to find one remaining sponge. Since the rfid sponge was not in the pack, the team was not able to use our rf technology to locate the sponge. The sponge was found by manually searching the body cavity but that did by not having the rf technology it did add extra time. There was no patient injury.